Event description:
It was reported that the device would power on for a few seconds and then it would power down. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would intermittently not operate on battery power. Physio replaced the power supply assembly and then confirmed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4.